Manufacturer narrative:
Lead model 3387-40, lot # j0322214v, implanted: (B)(6) 2003, explanted: unk; extension model 748266, serial # (B)(4), implanted: (B)(6) 2003, explanted: unk; lead model 3387-40, lot # j0322214v, implanted: (B)(6) 2003, explanted: unk; extension model 748251, serial # (B)(4), implanted: (B)(6)2003, explanted: unk; programmer model 37642, serial # (B)(4).

Event description:
It was reported that the patient fell over a week ago and had since then experienced a loss of therapeutic effect from his implanted neurostimulator. Out of range impedances were found on electrodes 1-2 = 106 ohms [programmed to 1-,2+,3+]. On (B)(6) 2011, intermittent tingling was present on the entire right side of the patient's body. Patient expressed that he did not have a return of symptoms and that his tremor had not worsened since the fall. The patient's therapy impedance was 107 ohms on his left side. Patient refused reprogramming at the time and planned to see a neurosurgeon in two weeks for follow-up. Additional information has been requested, a follow-up report will be submitted when additional information has been received.

Event description:
Additional information received from the hcp reported that the cause of the event was a fall, leading to a short in the lead that had been used for 5+ years for clinical effect. Physical manipulation also induced a shock in the area around the pocket. The patient underwent a surgical replacement. It was not clear what device(s) were replaced. The patient did not require hospitalization, and it was reported that all was well and back to baseline.